Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and noticed a gray image on the lower right edge of the display. The stm replaced the display assembly to resolve the issue. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email : (B)(6).

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) was having display issues. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The full name of the initial reporter noted in block e is robert haykoupian.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) was having display issues. There was no patient involvement and no adverse event was reported.